Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap had a circumferential fracture on the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture can rotate independently of the metal cap. Thus the potential for forward firing may exist. In additional the distal part of the glass cap and the metal cap were detached and not returned. These had detached during the cleaning of the device during the procedure. The glass cap exhibited severe devitrification at the output window. The outer flow tubing open end has minor scratch marks. The fiber was tested on a hene laser test fixture and the aim beam was present at the output window. There were no signs of breakage along the length of the fiber. There were no defects observed on the connect and the control knob was attached adn aligned with the fiber and can rotate the fiber. Due to the observed glass cap distal fracture, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
Analysis identified the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge that could potentially lead to forward firing. There was no reported clinical consequence.